Event description:
Per the surgeon's report the electrode array if the pt's device was slipping out of the cochlea 8 yrs after implantation. An infection was also noted. Explanation/reimplantable surgery took place in 2005.